Manufacturer narrative:
(B)(4)

Event description:
It was reported that: "during the procedure according to IFU, the md found the guide wire to be bent. So the md opened up the new kit to finish the procedure." There was no reported patient harm or consequence. They were reported as fine.

Event description:
It was reported that: "during the procedure according to IFU, the md found the guide wire to be bent. So the md opened up the new kit to finish the procedure." There was no reported patient harm or consequence. They were reported as fine.

Manufacturer narrative:
(B)(4). The report that the guide wire kinked during use was confirmed through examination of the returned sample. The customer returned components from a cvc kit including one guide wire, a 21ga introducer needle, and a 2-lumen catheter for analysis. No obvious signs of use were observed on the guide wire. The guide wire was observed to have one kink on the distal j-bend and one kink towards the proximal end. The distal j-bend was misshapen but intact. Microscopic examination confirmed the kinks in the guide wire body. Both welds were present and were observed to be full and spherical. The returned guide wire met all relevant dimensional/functional requirements, and a device history record review based on sales history did not identify any manufacturing related issues. Based on the condition of the guide wire and the report that the damage was observed during use, unintentional use error caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature.